Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the right ventricular (rv) lead exhibited high defibrillating impedance. No intervention was performed. Patient condition was stable and would continue to be monitored.

Manufacturer narrative:
The serial number for the reported device is unknown and will be updated if further information is received. Further information was requested but not received.